Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during an percutaneous coronary interventional procedure, a wire break occurred. The lesion being treated was a total occlusion of the proximal right coronary artery (rca). The vessel was severely tortuous and severely calcified. During an attempt at placement of the choice floppy guide wire, the guide wire broke outside of the patient near the y-piece of the unspecified guide catheter. The remainder of the wire was removed without difficulty, and the procedure was successfully completed with another of the same devices. Patient's status was reported as 'stable'. Analysis revealed multiple breaks at locations that could have entered the patient's body during use.

Manufacturer narrative:
The separation occurred at the hypotube; the corewire (hiperco) came out of the guidewire. Kinks were noticed to the hypotube fragments. The device was sent to the analytical lab to determine the cause of the separation of the guidewire and also to determine if epoxy was present on the hiperco: "one choice floppy unit with multiple wire fracture sites was submitted to the lab for analysis. The purpose was to determine the fracture mode and matching the corresponding end sections. Ftir analysis was also to be performed for the presence of epoxy at the designated sites. An epoxy control was submitted for comparison purposes. Fracture analysis results conclusion by sem were as follows: all fracture site exhibited various degrees of compression and tension typical of bending overloads. In addition, some samples exhibited elongated dimple ruptures in torsion, tear/shear and fatigue. Could not determine with any certainty what sites corresponded with each other. The detachment of the hiperco has been attributed to a manufacturing issue since presence of epoxy was hardly detected on the majority of the samples. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).